Event description:
On 05/29/2024 it was reported by a sales representative via email that an ar-3653tsp knotless 2.6 fibertak rc pulled out when shutting the repair stitch for the medial row compression. The case was completed by implanting another ar-3653tsp knotless 2.6 fibertak rc. This was discovered during an rcr procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.